Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 10:15am, he reported blood glucose results of "236 and 240mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with insulin, 48units of nr, and a minute after, took his usual dose of medication in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of "trembling" and afterwards, self treated with food/drink in response to the symptom. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. This complaint is being reported because, the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.